Event description:
An endurant ii stent graft system was implanted in a patient for sub-emergent treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, an angiogram observed a proximal type I endoleak coming from the endurant ii aortic extension 36x36x70. The physician performed a secondary intervention and implanted another manufacturer¿s device however, the endoleak still persisted. The physician decided to complete the procedure and will continue to monitor the patient. The physician commented that a type ia endoleak was expected due to the patient's proximal neck being angular right under the renal artery about 60 degrees. Proximal neck length was short 1 to 2mm and reversed taper shape. 13 days post index procedure, a follow up CT confirmed that the endoleak self-resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).